Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint picture was evaluated, and the reported event was confirmed. Visual examination of the provided pictures identified that the anchor is fractured at the tip of the inserter and the broken off top half is not seen. The inserter is also bent. As no product was returned or additional pictures provided; further visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during rotator cuff repair procedure, the peek body of anchor fractured in half with light impaction. Device was being used correctly by the surgeon. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: foreign : australia the device will not be returned for analysis, as it was discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.